Event description:
Customer's father notified adc that his daughter had received an adc meter reading of 300mg/dl and self-treated with 8 units of insulin. Customer was found unconscious on the floor and father injected her with glucagon. Customer was not transported to a health care facility, no diagnosis was reported and her treatment was not modified based on the medical event. Customer's father stated he checked her blood sugar the following day and reported 20% reading differences between the samples. No specific readings were reported however, it was discovered that each blood glucose test was taken at different testing sites (i.e. Hand and forearm). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.